Event description:
It was reported that the patient underwent gynecological procedure on (B)(6) 2010 and a mesh was implanted. It was reported that the patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that following insertion of the mesh the patient experienced pain, infection, fistulae, recurrence, bleeding, dyspareunia, organ perforation, neuromuscular problems, and urinary and bowel problems. (B)(4) ¿undefined recurrence; urinary and bowel problems. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-32652. The same patient is represented in each medwatch.

Manufacturer narrative:
It has been reported that following insertion the patient experienced cellulitis, urinary tract infection, abdominal swelling and weight gain. (B)(4).

Event description:
It has been reported that following insertion the patient experienced cellulitis, urinary tract infection, abdominal swelling and weight gain.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced bladder infection, polyuria, and hematuria.

Event description:
It was reported that following insertion the patient experienced bladder infection, polyuria, and hematuria.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced dysuria and urinary frequency.

Event description:
It was reported that following insertion the patient experienced dysuria and urinary frequency.